Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device-classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and affect mode switch and resulting in inappropriate atrial pacing. In addition, the lead had low p-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.